Event description:
"Caller alleged discrepant results compared with the lab. Results as follows". Date : (B)(6) 2010, inratio: 1.7, lab: 1.4. Customer reported discrepant results with their meter. Said that it happened in 3-4 patients total, but only had results for one pt. Chart was not available, but pt was on (or just finished) lovenox bridging therapy. Not sure how long pt had been taking coumadin or if levels were stable.

Manufacturer narrative:
Investigation pending.